Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the catheter. It was also noted that the device returned without the over-sheath and the catheter was bent at the distal section. Microscope examination was performed and it was noted that the clip arms were in good condition. Functional evaluation was performed using a tortuous fixture and the clip released from the catheter successfully. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but could not be detached from the catheter to deploy. Following the deployment failure, the clip arm was physically kinked and the clip was removed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but could not be detached from the catheter to deploy. Following the deployment failure, the clip arm was physically kinked and the clip was removed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.